Manufacturer narrative:
A steris service technician arrived onsite to inspect the advantage plus pass-thru units and found that the reported "black debris" was bits of black rubber. The technician further inspected the units and found that the rubber was coming from the spray arm pumps. During further inspection, it was found that sterile cycles had been run on the advantage plus pass-thru units subsequently causing damage to the spray arm pumps which produced the observed "black debris". It was determined that the spray arm pumps were not swapped prior to use of the sterile cycle as the advantage plus pass-thru requires a specific spray arm pump when a sterile cycle is run. It is unknown when or whom programmed the sterile cycle for the advantage plus pass-thru units at the user facility. The technician replaced the spray arm pumps, tested the function and operation, confirmed the units to be operating to specification, and returned them to service. No additional issues have been reported.

Manufacturer narrative:
There are three serial number subject of the reported event: (B)(6). The investigation of the event is currently in progress. A follow-up report will be submitted if additional information becomes available. It should be noted that this specific model is not sold in the united states, so it is not in gudid.

Event description:
The user facility reported that "black debris" was observed on the spray arm holes in the basin of three advantage plus pass-thru units. Patient procedures were subsequently postponed as the user facility did not have other methods to process their instruments.